Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the bone to implant interface. It was also reported that the patient had a revision knee done previously with tc3 and mbt revision implants. Records on the previous surgery were unavailable. Tibial component appears loose and the tibial stem has migrated through the lateral cortex distally. Plan is to remove the tibial component and replace it with a new tray with a longer stem. Doi: unknown. Dor: (B)(6) 2020. Right knee.